Event description:
Information received from patient' representative regarding a patient (pt) with an implantable neurostimulator (ins). Caller mentioned that the patient got a surgery and had a mini stroke and currently in the ICU and having trouble feeling the left leg and when the patient woke up, they had a limited feeling on their left arm caller thinks that it has something to do with the stimulator. Caller mentioned that they need the hcp's name or anybody that can help them as they were told not to turn the stimulator on due to machine that the patient is on and trying to get an information if the two things are connected. Agent provided all the needed information and caller mentioned that they will be calling the hcp.

Manufacturer narrative:
B3 date of event was asked but unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.